Manufacturer narrative:
Covidien reference #: (B)(4). Date of initial report: 11/17/2016. The incident sample was requested but to date has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported that during a procedure, the device jaws would not open after transecting tissue. The device did not work well from halfway through the case. A new device was used to continue the procedure.

Manufacturer narrative:
Covidien reference #: (B)(4). Date of initial report: 11/17/2016. Date of follow-up report: 11/18/2016. Lot number is available and has been provided.

Manufacturer narrative:
(B)(4). One used lf5544 ligasure device was received, and evaluation of the sample could not confirm the reported issue. Visual inspection found no defects, and the jaws were open upon receipt. The device would open and close normally when the handle was used. The knife would also deploy normally when the trigger was used and cut test media within specifications. The investigation found the device to function normally and within specifications. A review of the device history records for this lot shows no potentially contributing factors.